Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to mesh rectopexy, patient had colostomy bag, chronic pain and inability to have children.